Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation due to pain, hard, sitting high," and "capsular contracture, baker grade unknown.

Event description:
Patient reported right side "pain, hard, sitting high," and "capsular contracture was mentioned during a consultation". Device remains implanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to (B)(4) has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified a crease fold, wear/abrasion, an opening, and white particles in the surface of the shell. Weight measurement of the device identified device weight was within specification. A microscopic analysis was performed which identified a striated opening in the anterior side. Based on the device analysis the final assessment was a striated edged opening on the anterior side assessed as surgical damage. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Additionally, healthcare professional reported capsular contracture, baker grade IV. Device has been explanted.